Event description:
It was reported by svc report that the cot would not unlock when unloading. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Latch bar.